Event description:
It was reported that there was an issue with the touchscreen responsiveness, requiring several taps to register input. It was reported that the customer experienced a blood glucose (bg) level of 540 mg/dl. Bg level was addressed with a correction bolus via the pump. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.